Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had non illuminating lcd pixels on the lower part of the display. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the display top lcd rohs assembly. The fse completed the pm with full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon receipt of additional information. (B)(6).